Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a bandage change with the port needle in place, the operator noticed that the port needle fell apart when the bandage foil was carefully pulled off. The needle padding and the safety mechanism detached from the needle without the application of a strong pulling force. No patient injury or complications were reported in relation to this event.